Event description:
It was reported that the pump delivered too much insulin. The customer declined to perform further troubleshooting with tandem technical support; therefore, the allegation could not be confirmed. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.